Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate electric shock due to oversensing of noise while the patient was weightlifting. Further testing was performed in clinic including x-ray that was able to recreate the noise while in the primary vector. Technical services (ts) examined the presenting electrogram (egm) and found fluctuations in the r-wave amplitude. The system was reprogrammed to 2x gain in clinic. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.